Event description:
It was reported that approximately 1 month following the implant of a transcatheter aortic valve, the patient presented to the emergency department due to complaints of dizziness and hypertension. Approximately 3 days later, positive methicillin-resistant Staphylo coccus aureus (MRSA) blood cultures were observed. Approximately 6 days later, a transesophageal echocardiogram (TEE) was performed, which came back negative for relevant findings. Approximately 7 days later, a repeat TEE was performed, revealing vegetation present on the valve leaflets, and the patient was subsequently diagnosed with endocarditis. Mild paravalvular leak (PVL), mild tricuspid regurgitation, and mild mitral regurgitation were also observed on the TEE. The patient was discharged to hospice care approximately 2 days later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.